Manufacturer narrative:
Concomitant medical products: 407658, lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed approximately two months prior and there may have been a small amount of oversensing. In-clinic testing revealed that the lead was stable. The lead remains in use. No patient complications have been reported as a result of this event.